Event description:
1 treated vf device defined episodes, most recent on (B)(6) 2023, 8:51 pm, 30 sec, 286 bpm, 40j x 2. Atrial under sensing noted. Intermittent ventricular under sensing noted. Device function not affected. Facility notified. Also, optivol events have invalid data. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).